Event description:
Per the clinic, it was reported that the patient developed a bacterial infection at the incision site. It is unknown what treatment was administered for the infection.

Manufacturer narrative:
This report is submitted on 17 july 2020.

Event description:
It was reported that the patient underwent a procedure to debride the area at incision site (date not reported).